Event description:
Complainant alleged that while attempting to treat a male pt who was in cardiac arrest, the device self selects leads. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.